Event description:
The customer obtained lower than expected results on two patient samples when performing a correlation between two vitros tsh reagent lots, tested on two different vitros 3600 analyzers. The lower than expected results were obtained from two patient samples when tested with tsh reagent lot 3031, when compared to the expected results obtained from tsh reagent lot 3080. Analyzer 1: patient 1: 0.009 miu/l vs. 0.14; patient 2: 0.06 ng/ml vs. 0.09. Analyzer 2: patient 2: 0.06 ng/ml vs. 0.09. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient sample results obtained from tsh lot 3031 were previously reported and no corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
An incorrect mfg site registration number of (B)(4) was selected for electronic MDR 3007111389-2012-0057. The correct mfg site registration number is (B)(4).

Manufacturer narrative:
The investigation determined that the negatively biased vitros tsh results were obtained on two different patients samples processed on two different vitros 3600 analyzers on vitros tsh reagent lot 3031. The root cause of this event is related to the in-use calibration of tsh lot 3031. The investigation found no evidence to indicate that either vitros tsh reagent lot or the vitros 3600 analyzers did not operate as intended. The customer is satisfied with the performance of their current lot of vitros tsh reagent.

Manufacturer narrative:
The root cause of this event is variation between the performance of tsh reagent lot 3031 and 3080. The correct mfg site registration number is 3007111389.